Manufacturer narrative:
Device evaluation: two used devices were returned in a plastic bag for investigation. During the visual inspection it was identified that the tube had a broken flange/neckstrap. The customer identifies the issue after one week of use. The failure mode was confirmed. The lot number remains unknown, therefore no device history report (DHR) could be performed. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
A2. Age at time of event: unknown. While the date of birth was provided, the date of event was not, thus the patient's actual age cannot be accurately calculated. B3. Date of event: year has been provided, but month and day are unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. Common device name: tube tracheostomy and tube cuff. D.2. Medical device type: joh. D4. Lot number, UDI, expiration date and h4. Manufacture date are unknown; no information has been provided to date. E1. Initial reporter phone#: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube tore after about 1 week of use. There was patient involvement and no patient harm/adverse event reported.